Manufacturer narrative:
(B)(4). Concomitant medical products: item# 139252 item name m2a-magnum 42-50mm tpr insrt-6 lot # 484590. Item# 192508 item name echo por fmrl red lat nc 8x120 lot # 020100. The device will not be returned for analysis as product location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04193.

Event description:
It was reported initial right total hip arthroplasty performed. Subsequently, the patient was revised 5 years later due to pain and metallosis. During the revision, a ceramic head and active articulation system bearing replaced the existing metal on metal components. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: suffered heavy metal poisoning, tissue death, bone loss, and pain¿lost her mobility¿limitation of daily activities. During the procedure, dr. (B)(6) found metallosis in the subcutaneous tissue at the hip joint and gluteal fibers. Excised fibrinous and synovial tissue from the acetabular was found to be ¿necrotic¿ (dead), inflammatory reaction, confirming his diagnosis of metallosis a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.